Event description:
Endurant stent grafts were implanted during open and evar of aaa on unknown dates. Some patients were treated outside the IFU. The following adverse events were reported: cardiac dysfunction, pulmonary dysfunction, acute renal dysfunction, leg ischemia, ileus, reintervention, aneurysm enlargement, aortic aneurysm rupture, sepsis, stent-graft infection and limb occlusion. The cause of the adverse events are undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; impact of instructions for use and endoleaks on long-term mortality after treatment for abdominal aortic aneurysm hiroshi sato, joji fukada, and yukihiko tamiya, annals of vascular surgery; ann vasc surg 2021; 76: 309¿317. Https://doi.org/10.1016/j.avsg.2021.03.047. Implant date: exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.